Event description:
The complainant reported an 85-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient experienced ventricular tachycardia. While remaining on impella support, medical staff repositioned the pump after the tachycardia runs. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12738: h.6 code 1721 and 4755 were reported incorrectly. New code was added to component code.